Event description:
It was reported that patient had open tlif at left l5-s1 using rhbmp 2/peek vertebral body spacer supplemented with posterior fixation post op patient reported left buttock pain at approximately 6 weeks post-op. An MRI perfomed at this time demonstrated a small fluid accumulation dorsal and lateral to the construct. Approximately three months post-op, repeat MRI and CT scan confirmed the presence of a stable fluid collection approximately 1 cm round inferior to the left l5 pedicle with some evidence of calcification of the encapsulating pseudo wall. The presence of a stable, small amount of epidural granulation tissue on the left at l5-s1 was also confirmed. L5-s1 interbody fusion was demonstrated on CT/MRI. A fluoroscopically guided needle aspiration of the fluid collection was performed at this time. 1ml of serosanguinous fluid was removed. The fluid tested negative for sign of infection. The patient's left sided pain reportedly worsened.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non- conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.